Event description:
It was reported that balloon rupture occurred. A 10mm x 2.00mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted the balloon ruptured in a pinhole form. The device was removed without any problem using the normal method. The procedure was completed with another of the same device. There were no patient complications, and the condition of the patient post procedure was good.